Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dosage via an implantable infusion pump. The treatment for use was post lumbar laminectomy syndrome and spinal pain. The caller stated that in the beginning of the patient's care they used a numbing agent with the morphine in the infusion system because of pain in the leg but now it is just morphine being used. It was reported that the patient had been having some health issues since (B)(6) 2017. The patient felt flu and went to the emergency room in the middle of (B)(6) 2017 and while they thought that he had pneumonia it turned out he did not. The caller reported that the patient had been feeling like "crud", fatigue, no appetite, numbness in the leg and tingling, running hot and cold, not sleeping, and burning up. It was noted that when the patient gave himself a bolus he felt an increase in numbness in his feet and leg and has not given himself one since. The healthcare provider (hcp) was made aware of the issues and felt as if there was no issue with the pump. During pump refills there are no volume discrepancies, no redness or sensitivity was found at the pump site. The hcp recommended that the patient see a specialist but the caller though it was possibly an issue with the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the bolus causing the patient's numbness was unknown. The patient's weight was reported. No further complications have been reported as a result of this event.